Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A manufacturing representative (rep) reported that the implantable neurostimulator (ins) and extensions were cut and removed due to an infection. A new ins and extensions were placed on the day of the report. The explant date was on (B)(6) 2015. A healthcare provider (hcp) later reported that there was drainage at the ins site. There was no diagnostics performed related to the infection. The cause of the infection was determined to be (B)(6). The patient's relevant medical history includes spinal pain and reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome (crps).